Event description:
The customer reported that while running an htlv-I assay, using summit sample handler, there was no sample pipetted in positions f7, g7 and h7. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.